Event description:
Reported due to device break. The operator attempted an arteriotomy closure with a perclose a-t (closer ak) device following an interventional procedure. Reportedly, "the device broke during the procedure." On an unspecified date, the pt underwent local anesthesia and the device was successfully removed via a fogarty balloon. Currently, the pt is doing "very well." Although requested, no additional information was available.